Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The customer's blood glucose reading was 459 mg/dl at the time of incident. Troubleshooting found that the customer had an episode of hyperglycemia recently. Troubleshooting explained that the no delivery was most likely the result of an occluded reservoir. The customer was advised that the infusion set and reservoir would be replaced and to return the product for analysis. No further details provided.